Event description:
It was reported that the 9800 system displays charger error and reg failure. The system is also shooting 7.051 r/min max output. Nevada state regulations for maximum output is 5.0 r/min or below. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep removed and replaced the battery pack assembly and completed a ma limit file calibration. The system is within specs and operates as intended.